Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with contrast in the balloon and lumen. The balloon was loosely folded. The tip, balloon, markerbands, proximal weld, inner and outer shaft were microscopically inspected. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the tip of the device. Inspection revealed inner shaft damage (perforation), 10mm proximal of the distal markerband with inner shaft buckling totaling 16mm in length, and damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.